Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the cause of the end of service (eos) message was unknown. The rep stated that when they read the battery, it was fine. They reported that no steps would be made to resolve the issue since it was working fine. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient saw a poa and an eos error message on their recharger screen a couple weeks prior to the report. The patient pressed the x button and tried to charge again and it worked. The issue was considered resolved. No patient complications were reported.

Manufacturer narrative:
Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the rep. The rep met with the patient on (B)(6) 2018. The patient stated their stimulators were working and providing uninterrupted therapy but they were continuing to see codes intermittently. The codes seen were power on reset (por), end of service (eos) and end replacement indicator (eri), even after replacing the recharger. It was noted the patient was able to bypass the codes. The rep interrogated both ins devices using the clinician programmer. Neither of the two ins devices showed that these codes occurred and both indicated the battery life was "ok". The patient and the rep will continue to monitor. No further complications were reported or anticipated.